Manufacturer narrative:
An attempt was made to reproduce the issue by generating the assessment and progress report for the user in carelink support application and observed that the issue is reproducible. Confirmed: testing and/or analysis verifies or provides evidence that the issue occurred at the time of the reported event. After conducting thorough investigation by downloading the uploaded data from database and identified that the change carb ratio is taken from a' the available snapshots i.e. Including data from reporting period a (recent date) & reporting period b (older date) for comparison. The ticket number that corresponds to the reported issue is: (B)(4). To assist with the resolution, we provided below information to helpline support team - please generate the assessment and progress report with both the date ranges as input to period a separately and compare the data. The software did not adhere to the specified requirements and did not perform in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc (B)(4). The root cause of this issue is that the application is using the carb ratio value from a' the available snapshots i.e. Including data from period a & b instead of the respective reporting period. In this case the change carb ratio value is available in period b hence the same values is displayed in both the reporting period. It is reproducible in a&p report with range a and range b, where gap in time range of corresponding range is more than 1 day. We provided feedback to helpline that this issues being worked on and we' be considered in the upcoming release medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a reported anomaly in regard to carb ratio. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.